Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported failure/defect could be confirmed. The user interface holder was replaced and the ventilator was returned for clinical service. The cause was reported as a result of being hit by an object. Therefore, further investigation has not been necessary. Our conclusion into this matter is, that the user interface must have been exposed to greater forces during impact than it is designed to sustain.

Event description:
It was reported that the ventilator was hit by something and broke the display mount. There was no patient involvement reported. (B)(4).